Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture¿. Device has been explanted.

Event description:
Healthcare professional reported left side "rupture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, underweight and opening. A microscopic analysis was performed which identify crease sharp opening on radius and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening; and non-penetrating nick.